Event description:
The customer reported that the stereotatic holster was causing multiple error codes with the green cable. The surgeon changed the probe and was unsuccessful in finishing the biopsy. The pt has been rescheduled.